Event description:
It was reported that the device keeps alarming. No patient involvement was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a broken liquid crystal display (lcd) screen and light-emitting diodes (leds). Received device with front cover of a different color. Functional testing found the lcd and led's were broken off of the printed circuit board (pcb) and pots used for adjustments during calibration are disconnected from the pcb. The pcb is severely damaged causing an alarm that cannot be shut off. The root cause of the reported issue was found to be customer damage - forcing the front cover on pushing against the pcb or impact to the front of the pcb. Replaced pcb and front cover and the device passed all functional testing.

Event description:
Additional information received, indicated that this occurred with insertion of the tubing into the machine.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information b5. The following information is unknown d5 operator of device and e4 initial reporter sent report to FDA.